Event description:
The customer reports three blood glucose results of 4 mg/dl, which are outside the system's measurement range of 10 to 600 mg/dl, in addition to back to back results of 4 and 70 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.